Manufacturer narrative:
(B)(4). This product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this defibrillator was explanted and replaced due to exhibiting high out of range shock impedance measurements. No adverse patient effects were reported.